Event description:
It was reported that during a thoracotomy procedure the surgeon fired across the artery for the ninth firing with a white reload. When the surgeon went to open the device it would not open. The tissue of the artery fell away from the jaws of the device due to it was smaller than the length of the device. The device fully cut and stapled the artery; the device did not stick on the tissue. This was the last firing of the device and the case was completed at that point. The device was in a 45 degree angle to the left when fired. The device is being returned for analysis in the closed position. There was no patient consequence reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that a patient underwent an open heart surgery procedure during the week of (B)(6)2010. During the procedure, the needle broke and was not recovered. No additional information was provided.